Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the nc trek instructions for use states to evacuate air from the balloon segment. This step is performed prior to insertion in to the patient. In this case, the balloon rupture appears to have resulted form interaction with the anatomical conditions, thus the preparation for use inside the body would have not contributed to the reported balloon rupture.

Event description:
It was reported that the procedure was to treat a 90% stenosed, eccentric lesion in the proximal right coronary artery with moderate tortuosity and heavy calcification. The 4.0 x 8 mm nc trek balloon catheter was prepared inside the patient anatomy. The nc trek was advanced for pre-dilatation; however, the balloon ruptured during the first inflation of 8 atmospheres (atm). During removal, some resistance was noted with the anatomy. A new nc trek balloon was used to continue dilatation successfully. A xience v stent was implanted, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.